Event description:
It was reported that during a spinal cord stimulation (scs) procedure, the previously implanted lead appeared to be disconnected. An x-ray was taken, and the physician assessed that the lead was fractured. The physician did not explant the lead. No additional information is available.